Manufacturer narrative:
An event of unspecified valve deterioration was reported. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2008, a 23mm trifecta valve was implanted. On (B)(6) 2018, unspecified structural valve deterioration was detected and the patient began tavr work up. On (B)(6) 2018, the patient underwent a tavr. Attempts to obtain additional information were unsuccessful. (Clinical study patient ID: (B)(6)).

Event description:
On (B)(6) 2008, a 23mm trifecta valve was implanted. During the ten-year follow-up on (B)(6) 2018, the patient underwent a tavr. Additional information has been requested. (Clinical study patient ID: (B)(6)).